Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 due to a high blood glucose level of 400 mg/dl. The customer was treating her blood glucose level with a manual injection. Someone took her to the emergency room. The customer was unsure if she was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed no delivery. The alarm was resolved by changing the complete set. The device was not returned.